Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was sick and was hospitalized with diabetic ketoacidosis. The customer experienced vomiting. Blood glucose at the time of admission was over 600 mg/dl. Customer was being treated with insulin drip. The customer was not wearing the insulin pump for less than 48 hours prior to the hospitalization. Blood glucose level at the time of the call was 157 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.